Event description:
An 81-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2017. On may 5, 2025, the patient's spouse notified novocure that the patient had fallen on (B)(6) 2025, while undergoing optune gio therapy. He struck the back of his head and required sutures. Optune gio therapy was temporarily discontinued. According to an emergency department medical record from (B)(6) 2025, the patient fell while walking and sustained a 3 cm laceration to the head with minimal bleeding. He denied experiencing nausea, vomiting, or visual disturbances. The wound was sutured under local anesthesia. It was noted that, depending on the healing process, the sutures could be removed by the patient's physician around day 10. The prescribing physician was contacted but was unable to provide further information.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin laceration cannot be ruled out. The fall was unrelated to optune gio therapy. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).